Manufacturer narrative:
Corrected data: the record has now been determined it is not a reportable event per company assessment. Additional reporting on this event will not be provided. .

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Instrument failure - using handle to impact the femur, the button broke.